Event description:
It was reported that a cartridge alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.